Event description:
(B)(4). I have horrible mood swings one minute fine then next snapping terrible monthly cycles were I use to only go 3 or 4 days light to medium flow now to 12 to 14 days of super heavy flow and terrible cramping and back pain constant bloating and sometime severe stabbing pain to were I can't stand up straight not to mention the horrible hair loss everyday.

Event description:
(B)(4). And the weight that I have put on is ridiculous the more I try to loose the more I gain no matter what diet I try.